Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that stent migration occurred which required an additional stent. A 16x90x75 cm venous wallstent was advanced for treatment. During deployment, the stent appeared to stick to the delivery system, resulting in slight migration. A second venous wallstent was selected for use. During deployment, the stent was found to be sticking to the delivery system shaft, causing a delay in fully coming off and expanding. The procedure was completed with these devices. No patient complications were reported as a result of this event. It was further reported that the target lesion was located in a non-tortuous, non-calcified vessel, and that no resistance was encountered during the procedure. All steps were noted to have proceeded normally up to the proximal end of the stent. It was reported that all of the stents had been deployed except for the proximal end located between the two marker bands. Deployment of each stent was completed, within approximately 1-2 seconds. No additional maneuvers were required during deployment other than a brief wait before the delivery system was moved. Following release, the procedure was reported to have proceeded normally, and the delivery system was removed without difficulty. No issues were observed with respect to stent expansion or apposition to the vessel wall. However, a slight migration of the first stent was observed, estimated at approximately 0.5 cm. No migration of the second stent was noted, as positioning was closely monitored following the movement of the first stent. The second stent was reported to have possibly been implanted for additional support, although confirmation was not provided; implantation of two stents in this anatomical location was noted to be not unusual.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent migration occurred which required an additional stent. A 16x90x75 cm venous wallstent was advanced for treatment. During deployment, the stent appeared to stick to the delivery system, resulting in slight migration. A second venous wallstent was selected for use. During deployment, the stent was found to be sticking to the delivery system shaft, causing a delay in fully coming off and expanding. The procedure was completed with these devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the venous wallstent device confirmed that the event of stent difficult to deploy and stent migration are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause not established'.

Event description:
It was reported that stent migration occurred which required an additional stent. A 16 x 90 x 75 cm venous wallstent was advanced for treatment. During deployment, the stent appeared to stick to the delivery system, resulting in slight migration. A second venous wallstent was selected for use. During deployment, the stent was found to be sticking to the delivery system shaft, causing a delay in fully coming off and expanding. The procedure was completed with these devices. No patient complications were reported as a result of this event. It was further reported that the target lesion was located in a non-tortuous, non-calcified vessel, and that no resistance was encountered during the procedure. All steps were noted to have proceeded normally up to the proximal end of the stent. It was reported that all of the stents had been deployed except for the proximal end located between the two marker bands. Deployment of each stent was completed, within approximately 1-2 seconds. No additional maneuvers were required during deployment other than a brief wait before the delivery system was moved. Following release, the procedure was reported to have proceeded normally, and the delivery system was removed without difficulty. No issues were observed with respect to stent expansion or apposition to the vessel wall. However, a slight migration of the first stent was observed, estimated at approximately 0.5 cm. No migration of the second stent was noted, as positioning was closely monitored following the movement of the first stent. The second stent was reported to have possibly been implanted for additional support, although confirmation was not provided; implantation of two stents in this anatomical location was noted to be not unusual.